Manufacturer narrative:
(B)(4).

Event description:
It was reported that "wait up to 30 mins alert" occurred. It was indicated that the patient used an expired transmitter, which is off-label usage of the device. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was determined to be signal loss due to the transmitter and app were not being able to establish a connection. The reported event of a "wait up to 30 mins alert" is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.